Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B) (4) no anomalies were found however, a visual inspection revealed damage to the grommet.

Event description:
It was reported during the implant procedure, that when connecting the rv pacing lead, considerable pressure was noted and the grommet was reportedly damaged. The device was not implanted. No patient complications have been reported as a result of this event.